Manufacturer narrative:
(B)(4).

Event description:
It was observed during clinic the rv lead threshold and impedance had also gradually increased and the trend was initially observed. The patient was presented for a lead revision. Pacing/sensing portion of the lead remained in use. The patient was stable post-procedure.